Manufacturer narrative:
H6: investigation summary : this summarizes the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0336324. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend was identified for false positive results. Based on the trend, a corrective and preventive action (CAPA) 1878253 was initiated. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 30 false positive results were obtained. Repeat tests were performed the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "while using the bd veritor reagents for sars-cov-2 detection, the cartridge did not show any visible line in the 't' zone, only in the 'c' zone but the bd veritor plus analyzer displayed a positive result. Upon repeat test both instrument and cartridge gave a valid negative result."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 30 false positive results were obtained. Repeat tests were performed the results were negative. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "while using the bd veritor reagents for sars-cov-2 detection, the cartridge did not show any visible line in the 't' zone, only in the 'c' zone but the bd veritor plus analyzer dispalyed a positive result. Upon repeat test both instrument and cartridge gave a valid negative result."